Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support and reported that a fluid leak was discovered during treatment on the liberty select cycler. The caregiver initially contacted fresenius to report an m30.1 balloon valve leak alarm that occurred twice during dwell 2. The caregiver stated the alarm had occurred earlier tonight and treatment was re-setup once with new supplies. Fresenius technical support asked whether fluid was observed and it was confirmed that fluid was leaking from the side of the liberty select cycler. It was also noted that one of the domes on the liberty cycler set had "blown up" in size. Treatment was cancelled for the night. A replacement cycler was issued to the patient. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurses (pdrns). There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient used a loaner cycler from the clinic in order to complete treatment while waiting for the replacement cycler to arrive. The patient received the replacement cycler and is continuing treatment without further issue. The original cycler was picked up to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. The valve actuation test failed. The failure was traced to: manifold a valves not deflating correctly due to a clog in hp5. The hp5 was replaced for further testing. The system air leak test passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid on the edges from the rear panel. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support and reported that a fluid leak was discovered during treatment on the liberty select cycler. The caregiver initially contacted fresenius to report an m30.1 balloon valve leak alarm that occurred twice during dwell 2. The caregiver stated the alarm had occurred earlier tonight and treatment was re-setup once with new supplies. Fresenius technical support asked whether fluid was observed and it was confirmed that fluid was leaking from the side of the liberty select cycler. It was also noted that one of the domes on the liberty cycler set had "blown up" in size. Treatment was cancelled for the night. A replacement cycler was issued to the patient. Additional information was obtained during follow-up with the patient's peritoneal dialysis registered nurses (pdrns). There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient used a loaner cycler from the clinic in order to complete treatment while waiting for the replacement cycler to arrive. The patient received the replacement cycler and is continuing treatment without further issue. The original cycler was picked up to be returned to the manufacturer for physical evaluation.